Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the device was used the clip ends crossed and bent, but did not come together when closed. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4).